Event description:
It was reported that the patient was frequently charging the ipg. It was also stated that the ipg was causing discomfort. Data analysis revealed high impedance on contacts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned, as it was discarded by the medical facility.